Event description:
It was later reported the patient had dystonia with bilateral rechargeable devices and a history of one of the devices flipping.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that an ins flip was confirmed, both of the patient¿s devices had flipped at some point in time since they were implanted in november prior to the date of this report. On the date of this report they were going into the pocket to tack down the ins or inss to make sure they do not flip again. The revision was completed and the pocket adaptor was replaced and the pocket was cleaned. It was believed that the issue was resolved at that time. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-22757.